Event description:
It was reported that the patient experienced spinal cord stimulation (scs) lead migration. The patient underwent a revision procedure where the stylet was inserted and the lead was ascended. The patients lead was repositioned. No products were implanted or explanted during the revision procedure.